Event description:
Related manufacturer report number: 2017865-2023-22138. It was reported that the device prematurely released from the delivery catheter during implant while in tether mode. The device was considered to be successfully implanted after prematurely releasing and no additional intervention was performed to resolve the event. The patient was in stable condition.